Event description:
It was observed that during the device evaluation, the subject device exhibited no image showing on monitor; water that leaked from the focus ring; and a faulty cable/connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the no image could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image showing on monitor due to bad cable/connector. A root cause of the water leak could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the focus ring. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.